Event description:
It was reported that the hospital's ICU staff initially complained about a "iabp signal loss of gas flow ( timing greater > 1min)". After further investigation, it was identified through the alarm log print out that it was a gas loss alarm. As a result the pump went into standby for >1min. This happened whilst repositioning the patient and as a result, their "vital signs were compromised. Inotropes increased temporarily for stabilization while source for cause was checked. Patient was placed back on supine position and checked on all connections. Connections patent and intact". Explained what the alarm meant and that it was in standby waiting for the user to recommence pumping if appropriate. They later called getinge representative and stated that the alarm had happened again and that it was not documented in the log print out. They also said that they had to press the fill button in order to recommence pumping. They said that they thought it would not start by pressing the start button and removed the device from the patient saying that it was faulty. No further patient consequences were reported. Refer to mfg report number 2248146-2020-00485 for information on the balloon catheter involved.

Manufacturer narrative:
It was incorrectly reported that the field service engineer (fse) had duplicated the customer's reported issue by manually restricting the tube top of the balloon which resulted in the triggering of the alarm. The fse duplicated the wrong alarm. The fse was unable to duplicate the customer's reported issue.

Event description:
It was reported that the hospital's ICU staff initially complained about a "iabp signal loss of gas flow ( timing greater > 1min)". After further investigation, it was identified through the alarm log print out that it was a gas loss alarm. As a result the pump went into standby for >1min. This happened whilst repositioning the patient and as a result, their "vital signs were compromised. Inotropes increased temporarily for stabilization while source for cause was checked. Patient was placed back on supine position and checked on all connections. Connections patent and intact". Explained what the alarm meant and that it was in standby waiting for the user to recommence pumping if appropriate. They later called getinge representative and stated that the alarm had happened again and that it was not documented in the log print out. They also said that they had to press the fill button in order to recommence pumping. They said that they thought it would not start by pressing the start button and removed the device from the patient saying that it was faulty. No further patient consequences were reported. Refer to mfg report number 2248146-2020-00485 for information on the balloon catheter involved.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A getinge field service engineer (fse) visited the site and took all logs, then performed all tested including leak test which all passed. The fse also checked calibration of regulators and the helium cylinder, and they were all within specifications. Additionally, function test was performed and simulation of the error by manually restricting the tube top the balloon which accurately resulted in the triggering of the alarm, then pressing the start button resumed the function. The unit operated correctly and no parts were replaced. The unit will be returned to clinical use.

Event description:
It was reported that the hospital's ICU staff initially complained about a "iabp signal loss of gas flow ( timing greater > 1min)". After further investigation, it was identified through the alarm log print out that it was a gas loss alarm. As a result the pump went into standby for >1min. This happened whilst repositioning the patient and as a result, their "vital signs were compromised. Inotropes increased temporarily for stabilization while source for cause was checked. Patient was placed back on supine position and checked on all connections. Connections patent and intact". Explained what the alarm meant and that it was in standby waiting for the user to recommence pumping if appropriate. They later called getinge representative and stated that the alarm had happened again and that it was not documented in the log print out. They also said that they had to press the fill button in order to recommence pumping. They said that they thought it would not start by pressing the start button and removed the device from the patient saying that it was faulty. No further patient consequences were reported. Refer to mfg report number 2248146-2020-00485 for information on the balloon catheter involved.